Manufacturer narrative:
Hamilton medical ag comes to the conclusion: safety ventilation can be triggered by switching to an adaptive mode. This behavior is addressed in the fsn/fsca FDA recall event ID: 91925. Correction: install software 1.2.2.

Event description:
The following was reported to hamilton medical ag: summary: device enters safety ventilation.